Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): it doesn't incur infusion, patient returned after two days with the pump full of medication.

Manufacturer narrative:
(B)(4). We received 2 used (filled) easypump ii lt 100-50-s without packaging. The samples are connected with a cannula. Further we received 2 5 ml syringes from bd. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition one white clamp is closed and the other clamp is open, at this sample we detected a knot at the tube. The original wing caps were not handed over from the customer. Further on, we detected liquid and crystallized drug residues at the filling ports (lli-cones) and we detected a crack at both samples inside the filling ports. At the patient connectors (lla-cones) of the samples we detected also liquid and crystallized drug residues. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump (opening the withe clamp and the knot) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected samples are not in accordance with our requirements. We have informed our manufacturer accordingly. Statement:received two pieces of used, filled of easypump ii lt 100-50-s without original packaging. Additionally, received 2 syringes connected with cannula together with the returned pumps. Complaint sample 1: in as received condition, clamp was open and the original wing cap has been replaced with red closing cone. Big top cap was opened and discofix cap was removed. Detected crystallized residue at filling port. Additionally, detected crack at filling port. Visual inspection on complaint sample found crystallized residue at microbore tube. No solution/crystallized residue was observed at male luer lock. Complaint sample was then tested with functional test. Red closing cone was removed. No flow was observed.complaint sample was left for 10 minutes. However, the pump remained not flowing. Complaint sample 2: in as received condition, clamp clip was closed and the original wing cap was not attached to the pump. Big top cap was opened and discofix cap was removed. Detected crystallized residue at filling port. Additionally, detected crack at filling port. Visual inspection on complaint sample found crystallized residue at filter, microbore tube and male luer lock. Complaint sample was then tested with functional test. Clamp clip was released. No flow was observed. Complaint sample was left for 10 minutes. The pump remained not working. Analysis: complaint samples were dissected by sections to investigate the possible contributor of blockage. Complaint sample 1: complaint sample 1 was dissected at point a (microbore tube; before male luer lock). No flow was observed. Dissection was continued at point b (filter hub; microbore tube side). Immediately observed flow. As the complaint samples were contaminated with cytotoxic drug, section a and b were brought back to bmi for decontamination and further investigation. The rest of the samples were disposed at thehospital. After decontamination process was done, section a and b were tested with leakage test. Section a (microbore tube + mll) was flowing. However, section b (microbore tube + filter) was not working. Therefore, section a was ruled out as the possible contributor of blockage. Investigation was narrowed down to section b. Visually inspected cross section profile of section b under smart scope. No abnormality found. Further on, visual inspection on section b found lumen of microbore tube is blocked by crystallization. Complaint sample 2: complaint sample 2 was dissected at point a (microbore tube; before male luer lock). No flow was observed. Dissection was continued at point b (filter hub; microbore tube side). Immediately observed flow. As the complaint samples were contaminated with cytotoxic drug, section a and b were brought back to bmi for decontamination and further investigation. The rest of the samples were disposed at the hospital. After decontamination process was done, section a and b were tested with leakage test. Section a (microbore tube + mll) was flowing. However, section b was not working. Therefore, section a is ruled out as the possible contributor of blockage. Investigation was narrowed to section b. Section b was further dissected into section b(I) (microbore tube + filter) and b(ii) (microbore tube only). Section b(I) and b(ii) were then tested with leakage test. Section b(I) was working. However, section b(ii) was blocked. Therefore, section b(I) was ruled out from the possible contributor of blockage. Visual inspection on section b(ii) found lumen of microbore tube is blocked by crystallization. Conclusion: complaint sample 1 and 2 were blocked due to crystallization at microbore tube. Therefore, the complaint is considered as not judgeable. Corrective measures have been initiated and are documented under (B)(4). Justification: not judgeable. Moreover we detected a crack at the filling port. Corrective measures regarding cracked filling ports have been initiated and are documented under (B)(4). Regarding this failure we assess this complaint to be justified.